Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 9/23/98 at a retail vendor. On october 2, 1998 he sought med treatment for infection at the ear piercing site and was prescribed antibiotics.